Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative reported that during an implant procedure, it was impossible to tighten the setscrew of the implantable neurostimulator (ins). The ins was replaced with a different ins and the issue was resolved. No further information was provided. A follow up report will be sent if additional information is received.